Manufacturer narrative:
The user-reported complaint was confirmed. The pump was found to alarm "system error" the pump was repaired, calibrated, and tested to meet full specifications on 03/02/2017.

Event description:
The user reported that the pump alerted "system error". No patient was involved in this case.